Event description:
It was reported that prior to a routine pulse generator change out procedure, the pre-operative check revealed noise on the atrial lead. The noise resulted in auto mode switch episodes. During the change out procedure, the atrial lead was noted to be slightly crimped or crushed in the pocket. The lead was capped and replaced. The patient was doing well post procedure and would be monitored with routine follow up.

Manufacturer narrative:
(B)(4).